Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "signs of intracapsular rupture of the implant on the right and simple benign cyst of the right side." Cyst was deemed as unrelated to the device per physician. Device has been explanted.